Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error alarm. The customer blood glucose was 10.1 mmol/liter. The customer also report buttons were not responding. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case and cracked battery tube threads.